Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Of the two vials of test strips provided, there was one test strip in one of the vials. Testing results (qc range = 2.8 - 4.2 inr): vial# 00191382 (22 strips returned) qc 1: 3.4 inr, qc 2: 3.5 inr, qc 3: 3.4 inr. Vial# 00191382 (1 strip returned) qc 1: 3.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The meter date was set incorrectly, therefore, the results alleged by the customer were not able to be observed in the meter¿s patient result memory. Relevant retention test strips (lot 381239) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results for 1 patient tested from coaguchek xs meter serial number (B)(4). At 10:50 am the result from the meter with a fingerstick was 3.8 inr. The result from the laboratory immediately after the meter result was 2.0 inr. The results were within 7 hours. The patient's dosage was based on the laboratory result. The patient's therapeutic range was 2.0 - 3.0 inr.